Event description:
It was reported that the patient presented remotely. Review of transmission noted the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of signal. No interventions were performed. The patient's condition was unknown.